Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular lead. The pacing vector of the lead was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.